Event description:
Alert on latitude home monitoring for "voltage was too low for projected remaining capacity". Had received bsc [boston scientific] software update to firmware 3.10 on [redacted]. Bsc tech support recommended crt-p generator change within 90 days. Pacemaker generator changed [redacted]-approximately 3 months later.